Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient always had difficulty charging. Now it was almost impossible to charge it. There was a little bit of user error but it had always been challenging to connect to the battery and it had progressively gotten worse to get it to connect. The patient had it at a lower setting, so they had only had to charge it about 4-5 times since implant. The patient couldn't stand when charging, so they sit in a firm chair and press a book and their hand against the recharger in order to apply firm pressure. The patient also mentioned they felt a little sting during charging. The patient couldn't feel the ins at all and initially appeared to be positioning the recharger near the lead incision, not the ins site. The patient was seeing the recovery mode recharging screen telling them to reposition the charger where they get the highest number. Patient had been doing this for about 30-40 minutes prior to calling. The recharger battery was down to 10% so patient services recommended charging it back up to 100% again before attempting to charge the ins. Patient services reviewed how to check ins battery level on the micro mytherapy application and patient encountered por message followed by low ins battery message. The issue was not resolved through troubleshooting. The patient confirmed via communicator placement the ins is located on the right hip. Patient services recommended that the patient try to replicate this position when using the recharger in order to make sure it is in the correct spot. The patient was going to attempt charging the ins again after the recharger was finished charging. Patient services discussed implant location, depth, and how this effects recharging. If the patient was not able to resolve recharging difficulties they were directed to follow up with their managing physician for further assistance. The patient reported that they had spoken with their manufacturing representative about recharging difficulties back in february and they helped the patient to get a connection. At that time, the patient asked the rep "what if it is not working - or a wire came undone" and the rep responded that they would take x-rays. Additional information was received from the patient. They reported that the cause of the difficulty maintaining a connection to recharge was not determined. The patient wrote that it appeared that the device might have to be repositioned. The patient was able to successfully recharge their implant, but it was very difficult and takes a long time - 90 minutes.